Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2010, product type: extension product ID: 3966, lot# la1888, implanted: (B)(6) 2002, explanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for interstim-other. It was reported that the implantable neurostimulator (ins), lead, and extension were removed at some point due to an infection. The rep's best guess was that it was removed before the 2010 implant, which was implanted on (B)(6) 2010. The device had been on the right side and a new device was implanted on the left side. A healthcare professional (hcp) later reported that there was a pain associated with the implant on the right and the patient wanted it removed. She was also having some dysuria and more trouble urinating, but denied burning on urination, frequency, urgency, hesitancy, hematuria, fever, chills, back pain, blank pain, nausea, vomiting, abdominal pain, pelvic pain, arthralgia, urethral discharge, and vaginal discharge. There was no sign of infection and the left device seemed to be working fine. The plan was to remove the right device and possibly change the battery in the left side. They went to remove the device on (B)(6) 2010. The battery on the right was removed and the wire was removed partially. In the process of removing the wire, part of it broke and remained behind. This was not felt to be clinically relevant and did not warrant further exploration to remove the remnant. Meticulous hemostasis was achieved and the pouch was closed. During that procedure, they also replaced the battery located on the left. The patient was awakened and transferred to the recovery room in stable condition. The rep later reported that the doctor's office notes reported that it had been removed due to an infection. The rep was certain the infection had been resolved because the patient received a second device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.